Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the 2.4mm sddrive screwdriver shaft(p/n: 314.451 & lot #: 40p5649) was returned and received at us cq. The instrument was inspected at cq, it is observed that the proximal tip (the portion that mates with a mini quick coupling) of the screwdriver shaft was broken. The rest of the device shows normal wear which would not contribute to the complaint condition. Thus, the reported complaint is being confirmed. No new issues were identified. The complaint condition is confirmed for stardrive. While a definitive root cause could not be determined, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot =part number: 314.451, lot number: 40p5649, manufacturing site: haegendorf, release to warehouse date: 10 february 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a synthes sales representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection while restocking the stardrive screwdriver shaft was found broken and part of it is stuck in the handle and unable to be removed. There were no patient and surgical involvement. This report is for a stardrive screwdriver shaft. This is report 2 of 2 for (B)(4).